Event description:
An endurant iis stent graft (esbf2314c103ej) was implanted during the endovascular treatment of an 53mm abdominal aortic aneurysm. During implantation, it was noted that the access vessels were severely affected by bilateral stenosis and calcification. It was reported during the index procedure, that the endurant iis main body stent graft was delivered with a non-mdt (excluder) leg using the endoconduit technique with a non-mdt (vbx). The procedure was completed without any issues, a final angiogram was conducted revealing an occlusion of the right renal artery in the lower renal artery region. It was observed the wire's position appeared to be misaligned more proximally than intended. Rescue attempts were made but was ultimately abandoned as the wire could not be inserted. Additionally, a peripheral thrombus occlusion was observed in the peripheral stent graft trunk and bilateral external iliac arteries . As treatment, a balloon was used to remove the thrombus and reopen the trunk. Due to the occlusion, the right renal artery was abandoned, and the procedure was completed. It was stated that during the operation, the right renal artery it was completely obstructed. Currently, there is blood flow and kidney function is fine. Postoperatively, the physicians suspected that the stent graft was clogged due to hypercoagulability. For the obstruction of the renal artery, it was noted that the position of the stent graft was not significantly displaced and was suspected that the thrombus may have become occluded due to the hypercoagulable state along with reduced flow. Per the physician the cause of the thrombus and occlusion is undetermined. No additional clinical sequelae were reported, and the pa tient will be monitored.

Manufacturer narrative:
Film evaluation sumary: the reported renal artery occlusion and thrombotic occlusion could not be confirmed on the pre-implant films received, therefore a cause of these events could not be determined. The availability of angiograms or full post-operative CT¿s could have allowed for a thorough analysis of the stent grafts in vivo configuration and the reported events, but these were not provided for review. It is possible that the patient anatomy with the noted thrombus in the aorta may have been a factor in the occlusion formation . Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.